Event description:
It was reported that the patient was experiencing muscle cramps in the legs when stimulation was on. She would have to turn stimulation off for hours at a time in order for the cramps to go away. It was confirmed that she did have muscle cramps in her legs prior to implant, but she believed they were worse at the time of this report. This had been occurring for a few weeks. It was noted that her rate was set to 6 or 8 hertz. Reprogramming and impedances testing was performed. Two new groups were added with a higher rate and the patient was suggested to try those. The patient was also advised to turn stimulation off for periods of time to determine if the cramps were related to stimulation. It was noted that contact 8 was greater than 10000 ohms but was not being used in any groups. The patient was noted to be alive with no injury and was going to follow-up on (B)(6) 2015 to report any changes or improvements. Follow-up determined that the patient had not experienced the muscle spasms with the increased frequency. It remained unknown if the spasms had been related to the device therapy. No additional programming had been needed and the patient was fine with effective therapy. No other information was known and no further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).